Event description:
Customer reported she was hospitalized for a non diabetes related issue. Customer tore her meniscus and ankle but she did experience low blood glucose event. Customer stated she had the paramedics come to her house. Blood glucose value was 28 mg/dl; most recent value is 106 mg/dl. Customer stated she it might have been on her own fault in correcting for something she ate. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.